Manufacturer narrative:
During servicing of the autopulse platform (sn (B)(4)), user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message occured during the initial functional testing. The root cause of the observed (ua) 07 error was due to a defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The clutch plate deburring was performed to remedy this issue. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that the load cell module 2 is exceeding normal parameters. The load cell was replaced to remedy the (ua) 07 error. During the run-in test, a malfunction was found with the sounder and it was also replaced to remedy the issue. After the service and replacement of the defective parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During servicing on (B)(6) 2022, the zoll technician found the autopulse platform (sn (B)(4)) failed functional testing and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon the platform powering on. No patient involvement.